Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) #, d4 serial# and h4 manufacture date was required. D1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u d4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: unique identifier (UDI) #: missing. Unique identifier (UDI) #: (B)(4). D4 serial#: missing. D4 serial#: (B)(6). H4 ¿ manufacture date: previous manufacture date: missing. Corrected manufacture date: 08/10/2023.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was displaying another values of co2 concentration than measured from the blood sample. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No service has been requested by the customer. It was reported that the ventilator was displaying another values of co2 concentration than measured from the blood sample. According to our field service engineer (fse), the customer suspect that the skewed reading was likely a result of something on the patient side. They also reiterated that both of their ventilators have been in use and continue to perform as expected since the initial incident without discrepancies in measured values. The device logs were not received and no parts were replaced. The root cause for the reported issue has not been determined. H3 other text : 4111.